Event description:
During the pulsed field ablation procedure, there was a procedural cancellation. The lspv, lipv, and rspv were ablated and when moving to access the ripv, the first agilis sheath stopped deflecting as expected. The agilis sheath and volt catheter were removed, and the agilis sheath was replaced. The second sheath was prepared and placed into the la over the wire that was preserving access. The volt catheter was then placed in the agilis sheath and aspiration was performed. When aspirating, air was observed from the second agilis sheath. Multiple attempts were made with no resolution. The second agilis sheath was then replaced with a third agilis sheath. The third agilis was prepared and placed into the la again. The catheter was inserted and aspiration was performed with success. When advancing the volt catheter through the third agilis sheath, the basket was seen exiting the distal agilis sheath, but would not fully advance out of the sheath. The volt catheter was removed and it was noted that the electrodes were fraying. The volt catheter was replaced with a second volt catheter. The second volt catheter was prepared and placed in the third agilis. Aspiration was performed successfully, but the second volt catheter would not advance fully out of the distal end of the third agilis sheath. The third agilis was then replaced with a non-abbott introducer (faradrive). The second volt catheter was then placed into the non-abbott introducer (faradrive). Aspiration was successful. When exiting the sheath, the volt catheter balloon was inflated, but it would not baseline. When checking the inflation syringe to ensure the balloon was fully inflated, blood was noted as fluid was removed from the balloon. The second volt balloon was ruptured and removed from the patient. The ripv was not ablated and the procedure was ended. There were no adverse consequences to the patient.